Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure, and every pocket in the drawer was showing as not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed. A field service engineer reseated the cable after observing a 'device not detected on bus' message on the failure screen. The cable for the printed circuit board assembly rowboard controller board was reseated. Testing was performed using version 4.1 on the main hardware test application, and all tests passed successfully. A proactive inspection was also conducted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure, and every pocket in the drawer was showing as "not detected on the bus". The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.